Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023 . H6: investigation summary customer returned (1) 0.5ml 31ga 8mm loose syringe in an open polybag. It was reported by the consumer that thumb press damaged/broken. The syringe was visually inspected and was found broken barrel near the hub and a broken flange on one side. No issues were found with the thumb press. A review of the device history record was completed for batch# 1291676. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported the bd insuline syringe thumb press broke. The following information was provided by the initial reporter: verbatim: consumer reported needle hub separated. Consumer also reported thumb press damaged/broken. Problem involves 1 syringe from a sealed bag.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd insuline syringe thumb press broke. The following information was provided by the initial reporter: verbatim: consumer reported needle hub separated. Consumer also reported thumb press damaged/broken. Problem involves 1 syringe from a sealed bag.